Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set hadfailure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: "that after pushing the button, blood was dripping from end of line." Customer wearing ppe, no exposure to blood.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had failure of product to contain blood or medication (i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: "that after pushing the button, blood was dripping from end of line." Customer wearing ppe, no exposure to blood.